Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Statistics of all trauma hips done with our corail cemented stems. Their study includes around 340 hips and shows femur fractures of 10 to 12% while doing the corail cemented system. It was reported that greater number of fractures of the femur while impacting the broach and also while trialing the implants. This patient had an intraoperative fracture of the calcar.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was not returned. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.